Event description:
It was reported that the patient with this tactra penile prosthesis cannot bend normally and feels uncomfortable. The tactra device was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that the patient with this tactra penile prosthesis cannot bend normally and feels uncomfortable. The tactra device was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Updated device codes h6 and evaluation conclusion codes h6. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The device was visually inspected. Both tactra cylinders were trimmed down from a sharp instrument. Based on the information available and analysis results, the reported clinical observation is addressed in the product labeling and risk documentation.